Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not accept multiple cartridges. Customer was unable to access pump history to verify the alert due to an issue with the pump screen. Customer's blood glucose level was 336 mg/dl. Customer declined troubleshooting with tandem technical support, and declined to provide further information.